Event description:
It was reported that during va balloon dilation and stenting procedure, the subject guidewire got fractured in the vessel. The operator used a vascular foreign body retrieval device to take the fractured guidewire out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during va balloon dilation and stenting procedure, the subject guidewire got fractured in the vessel. The operator used a vascular foreign body retrieval device to take the fractured guidewire out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the guidewire got fractured in the vessel during the procedure and a vascular foreign body retrieval device was used to take the fractured guidewire out. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. It is probable that the guidewire experienced difficulties during navigation through the patient's tortuous anatomy, which may have led to difficulties while torquing the guidewire and subsequent guidewire fracture. An assignable cause of procedural factors will be assigned to the reported event: guidewire broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.